Manufacturer narrative:
Information about the complaint are adjustment problem, the product was not explanted conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. Further actions: from our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (#fx433t) had adjustment difficulties. The valve was not explanted. No patient was placed in any harm's way.